Manufacturer narrative:
Section d10, h4: additional information. Manufacturer's investigation conclusion: the reported event of a s3 alarm and a loose connection of the motor was unable to be confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested under work order #(B)(4). The motor was functionally tested and performed as intended. The tension strength of the connector was tested, and the connector was found to be in good connection. There were no problems found. Preventative maintenance and safety test was performed per procedure. The motor was returned to the customer. Additional provided information communicated on 21apr2020 indicated that there was no patient involved in the reported event. The s3 alarm resolved after plugging the motor cable in tightly. The cause of the s3 alarm was identified to be due to the motor cable being able to slip out easily; however, the root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the model number has been corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the distributor checked the centrimag motor and found that the motor plug loosened from the console easily and there was an s3 alert. The pump was still running during the s3 alert. The s3 alert resolved after plugging in the motor cable tightly and was caused by the motor cable slipping out.